Manufacturer narrative:
One opened phacoemulsification (phaco) tip with a wrench was received in a bag within a tray. The returned product was visually inspected and was found to be conforming. Wear was observed on the threads, back of flange, and nut corners consistent with threading on a handpiece. A functional thread check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, tip was found loose as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported tip was found loose before surgery. An alarm rang and the product could not be used. The surgery was completed after replacing the tip with another one. There was no report of patient impact.